Manufacturer narrative:
Steris has made multiple attempts to contact the user facility to obtain additional information regarding the reported event however, the user facility has not responded. User facility personnel however did state to a steris sales representative that they had been previously wearing gowns without a stomach barrier and have since received new ones with a barrier. The prolystica hp enzymatic manual cleaner safety data sheet (sds) states, "personal protective equipment should be selected based upon the conditions under which this product is handled and used. Protective clothing, gloves, protective goggles. Wear rubber gloves or latex-free gloves, wear chemical splash goggles or safety glasses, wear suitable protective clothing." The prolystica hp enzymatic manual cleaner label states, "if skin irritation occurs, get medical attention." No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a "stomach rash" while handling prolystica hp enzymatic manual cleaner. The user facility stated that the employee was not wearing personal protective equipment (ppe) while handling prolystica hp enzymatic manual cleaner at the sink. It is unknown if medical treatment was sought or administered.